Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3 & h6: the visions catheter was discarded; thus, no product evaluation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014 rx catheter was used in a peripheral therapeutic procedure in a slightly calcified iliac vessel. During use, post atherectomy, the distal tip separated within the sheath. Imaging confirmed that no device fragments were left inside the patient. A new visions catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted due to the tip separation, potential for harm.